Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted that the screen was locked and could not proceed to load a cartridge. Additionally, the customer received an incomplete bolus alert and was confused with why it occurred. The customer stated that the bolus was not completed because of the prior issue with the cartridge and cannula. The customer's blood glucose was impacted. The customer's blood glucose level was 500 mg/dl and 300 mg/dl at the time of the reported issue. The customer was assisted and delivered a correction bolus. During troubleshooting with tandem technical support (cts), cts assisted the customer through changing a cartridge and unlocking the button. The customer understood was able to successfully resume insulin therapy. Cts also educated on the incomplete bolus alert and the customer acknowledged.